Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions the reference samples for the lot 6001491 have already been previously tested in the complaint (B)(4) on 03/apr/2025. The reference samples were visual inspected and tested for flow and leak. All test results were within specifications as per the test report complaint (B)(4) complaint test report.pdf attached in this record. Test results: visual test according to wi version 1 on reference samples, 10 samples out 10 samples passed the test. Functional flow test 1 according to wi version 1 on reference samples, 5 samples out 5 samples passed the test. Note: 5/10 reference samples were not able to be tested for flow due to the samples were used in a special investigation under CAPA 1999254. Device history record (DHR) review: packaging: the lot 6001491 was manufactured according to the document version 43 on the packing process in the line multivac 07, on 25/may/2023, with a total of (B)(4) units. Cannula assembly: the lot 3e01805 was assembled according to work instruction (wi) version 35 in line 2 on 19 may 2023, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation were identified related to the malfunction reported, no maintenance events were recorded. Trending: a query was run in database on 17-jun-2025 against malfunction code leakage from infusion site (cannula base part/cannula) (specific cause not identified) and lot 6001491 and no other complaint has been registered in database for the same lot and malfunction code. Conclusion summary of the related event: as a result of the following: no defect on tests for reference samples, no harm, no non-conformance (nc) raised during production, only one complaint received on the lot in question and harm code, the test on reference samples were not tested since a no malfunction related to the infusion set was reported, therefore no further actions are required. This complaint will not require further root cause investigation nor CAPA plan. Therefore, this issue will be monitored through the post market surveillance activities.

Event description:
Reference number (B)(4). Event occurred in brazil. It was reported that patient faced three infusion set leakage in (B)(6) 2025 the leakage was from the cannula. The blood glucose level was 390 mg/dl. No further information is avaliable.